Event description:
It was reported that the patient thought their implantable neurostimulator (ins) was leaking.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).